Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. (B)(4). The system was evaluated by a field service engineer(fse). Fse cut gels and they were in specification. Also verified z calibration, horizontal overlap, centration, delta's and side cut retrace and all in specification. Fse verified patient interface in question had side cut and verified cone thickness and it was within specification with z calibration. Fse also performed preventative maintenance. No issues were found with the laser. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that on one patient the right eye (od) was successfully treated with no issues however on the left eye (os) treatment the physician noted a bubble, temporal side near the hinge. Physician attempted to lift the flap however was unable to locate a side cut. Customer stated that another physician looked at the patients os and indicated that it appears to be in bowman¿s layer. It was noted that patient had loose epithelium. A bandage contact lens (bcl) was applied to their left eye. Through follow up it was noted that doctor felt he didn't applanate the cornea enough making the sidecut difficult to dissect. Doctor had patient come back a few hours later, performed optical coherence tomography (oct) noting a flap was created, attempted to lift flap with success and completed excimer treatment. No patient injury and/or complications were reported.